Event description:
It was reported that a malfunction 16 alarm occurred with the pump. There was no reported adverse impact to the customer¿s blood glucose level. To address the issue, technical support provided pump reset information and guided the customer in resetting the pump, although the malfunction code recurred. Technical support decided to replace the pump, which was covered under warranty, and informed the customer that they would use multiple daily injections as backup therapy. The customer received instructions to return the problematic pump using a pre-paid label and box within ten days.